Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination noted that the reservoir was cloudy/patchy in appearance with some areas being fully transparent. The cause was determined to be a manufacturing issue. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an infusor had a reservoir looked transparent on some parts and patchy on others found during filling. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.